Event description:
A customer reported issues with the fit of a cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined additional troubleshooting, and the case was documented and closed with no further action required.